Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the target lesion was a very calcified, ostial lesion in the right coronary artery (rca). Pre-dilatation was performed with several balloons. A 4.0x12mm xience pro stent delivery system (sds) was advanced; however, under fluoroscopy it looked as though the balloon was partially inflated. Resistance was felt during retraction of the device from the anatomy. A second 4.0x12mm xience pro sds was advanced to the lesion; however, during stent deployment the stent delivery system balloon ruptured at 12 atmospheres (atm). The stent was implanted successfully and the sds was removed; however, resistance was felt during retraction. Post-dilatation was then performed with non-abbott balloons to complete the case. There were no adverse patient effects and no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional xience pro referenced is being filed under a separate medwatch report. The xience pro is currently not commercially available in the us.